Event description:
It was reported patient was revised on left hip due to pain and pseudotumor. Doctor removed insert and head. Accolade 2 stem was not removed. No further information will be provided due to hospital policy.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade 2 stem. Additional information has been requested and if received, will be provided in the supplemental report. Remains implanted.